Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the unit's inner cannula came loose from the flange. The doctor swapped out the trach and replaced it with a new unit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.